Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was escalated from an impella cp to an impella 5.5. While on impella 5.5 support, the patient experienced gastrointestinal bleeding and oozing from the new dialysis line. Bivalirudin was stopped. Ten units of packed red blood cells were administered and a bronchoscopy was performed. It was further reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device wis not available for return. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.